Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the roux en y procedure, the used device needle came off and fell into the cavity of the patient. The needle was retrieved using a grasper. No harm was caused to the patient.